Event description:
It was reported that during a procedure, there was a problem with the device. It was very difficult to fire, the surgeon was using both hands. The device did cut and staple completely. They also managed to bend the shaft of the instrument. The nurse could not push up the back button to open the jaws. It is unknown how the procedure was completed. These are the only details known. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.